Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify missing segment/partial display, rewind, audio/vibrate anomaly /absence of alarm, failed battery alarm and low battery alarm anomalies due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed. However, keypad flattened button dome switch was found on act. Device received with minor scratched lcd window. No unexpected screen blur anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump battery life was diminished down to less than a week, the insulin pump had rejected new batteries, gave phantom beeps for no apparent reason, the act button was harder to press than before, deep scratches on screen blur part of the display and the insulin pump made a whining noise when rewinding. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.